Manufacturer narrative:
Device has not been returned. Once device is returned and investigation is complete, this report will be updated.

Event description:
It was reported that during the post surgery follow up, patient noticed implant sticking out of the gum and then implant came out.